Event description:
It was reported that the right ventricular (rv) lead had noise, oversensing, and high impedance due to a lead fracture. Additionally, the lead did not pace when programmed to high outputs. The lead was inactivated and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.